Event description:
The patient reported that she underwent a procedure and the magnet was not placed over the generator and she feels like the generator may have been "shorted out". Further follow-up revealed that the patient was hospitalized for her depression on (B)(6) 2013 and that on (B)(6) 2013 the patient received ect and she thinks that may have damaged her generator. The patient reported that she has not felt device stimulation since that date. The patient reported that the hospitalization was due to an increase in depression. It is unknown if the increase in depression was an increase above pre-vns baseline frequency. The patient is in the process of finding a physician to check her vns system since she has not had the vns system checked in a year and a half.

Manufacturer narrative:
.

Manufacturer narrative:
The initial manufacturer report inadvertently did not include that the event was both an adverse event and product problem. The initial manufacturer report inadvertently did not include the outcomes attributed to the adverse event. The initial manufacturer report incorrectly reported the event date.